Manufacturer narrative:
Concomitant medical product(s): product ID: 3889-28, lot# va24jr7, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient regarding their external neurostimulator (ens). It was reported that the patient was implanted with stage 1 lead on (B)(6) 2020 and was admitted to the hospital for back pain on (B)(6) 2020. Laboratory results showed elevated white blood cells and patient had widespread pain around pocket site and extending to low back. It was reported there was a difficulty with ambulation. The healthcare provider stated there was no redness or drainage noted on the pocket site, however the lead was removed in case there was an infection. No further complications were reported.